Event description:
As reported, the patient had an infection on (B)(6) 2015. The patient presented on (B)(6) 2018 and had sinus surgery and developed increased swelling and pain in the left total knee. Unable to bear weight on the leg and presented to the office. Aspiration was positive for streptococcus. Underwent I and d with poly exchange and six weeks of IV antibiotics. The patient was revised (B)(6) 2018. The case report form indicates that this event is possibly not related to device, definitely not related to procedure (obtained from brief summary of zelta). Outcome: resolved on (B)(6) 2018.

Manufacturer narrative:
Pending investigation. D10: ebi data not available.

Manufacturer narrative:
The reason for the reported revision due to infection cannot be conclusively determined. However, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, component, and investigation clinical codes.